Manufacturer narrative:
The customer reported the connector is loose and leaking and returned a photo of the sample. The material is 37262e, lot 24109306. Upon initial visual examination, the set had no defects or abnormalities. The luer connectors have not had issues and are iso certified and are approved to connect correctly and watertight, when used with other iso complaint luers. All bd luers are iso compliant. The root cause for the connection issues could not be determined. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following: it was reported by the customer that the connector of the extension set is loose and that it leaks.